Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there implant could not seat properly with mating implant during left knee arthroplasty. The procedure was completed with a different implant. There was a forty-five minute delay in the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Complaint sample was evaluated and the reported event was confirmed. Examination of the returned part shows signs of damage such as nicks and gouges in the middle of postero inferior side of the part and railing is also compressed on the medial postero inferior side of the part. No damage was observed on the superior side of the part. The dovetail feature is compressed on both sides of the dovetail. Device history record was reviewed and no discrepancies were found. As the dovetail feature was observed to be compressed on one side and flared out on the other side, the root cause is attributed to surgical error. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.